Manufacturer narrative:
The axium device will not be returned for evaluation as the coil was implanted and the pushwire was discarded. There was no evidence of manufacturing defects that relates to the complaint; therefore manufacturing has been ruled out as a potential cause. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. Recanalization of a large or giant aneurysm is a known complication of coiling treatment. Mdrs related to this event: 2029214-2016-00751 2029214-2016-00752 2029214-2016-00753.

Event description:
Medtronic received a report of an aneurysm recanalization at the time of 3 years follow up post coiling procedure. The patient was treated with stent assisted coiling procedure with 3 axium coils and 8 coils from other manufacturer without any issue. During follow up the physician confirmed growth and recanalization of aneurysm. The patient was re-treated with coil embolization treatment and additionally with enterprise 2 stent was used on the other side like y shape. The patient is doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.